Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found.

Event description:
It was reported that the patient presented with abdominal pain due to septicemia. The leadless implantable pulse generator (ipg) was explanted due to the infection and was replaced at a later date. No further patient complications have been reported as a result of this event.